Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-jul-31, information was received from a consumer regarding a patient who is implanted with a neurostimulator for non-malignant pain. It was reported that the patient thought that there was a problem with the device as the adaptive stim was not showing the right position. All of the adaptive stim positions were off. They display incorrectly, such as when she is standing, it will say lying. This problem started occurring in (B)(6) of 2019. Additionally, the patient stated that the device was not helping at all starting about six months after implant, confirmed as 2019. There were no further complications reported. On 2019-sep-19, additional information was received from the patient reporting that the circumstances that led the patient¿s loss of therapy that they experienced about six months after implant was they had a change in programming. The patient mentioned that their left lead may not work properly. They stated that the loss of therapy issue was not quite resolved. They stated that it causes pain on their left side and ¿at controller site¿. They stated that their left lead may not work properly. They wanted to get a doctor¿s name to possibly have it taken out. Device programming led to their ¿adaptive stimulation (as)¿ issue of positions not displaying correctly. They said the left side was not working well around the 6 month mark. The patient stated that the issue had not completely been resolved. They were not getting relief like they were at first. They weighed (B)(6) pounds at the time of the report. No further complications were reported/anticipated.